Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure at l1 to treat an osteoporotic compression fracture. During the procedure, cement extravasation occurred into a vein located posterior to the treated vertebra. The patient is reportedly asymptomatic. It was noted by the physician that the patient lost approximately 80cc of blood intraoperatively but no patient complications were reported.